Event description:
A (B) (6) male pt contacted lifecor customer support to report that one battery pack will not power up the system. He stated that this battery pack appeared to be fully charged on the battery charger, but when placed in the system, the monitor would not power up. Once he placed the battery pack back onto the charger, the red " battery pack fault" led and the green fully charge led lit simultaneously. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack (B) (4) has been completed. The reported problem was confirmed. The battery pack would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unk substance. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.